Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The subject was on prior regimen of aspirin and p2y12 at the time of the index procedure. Heparin or other anti-thrombin was also given. The target lesion was located in the mid left anterior descending (lad) artery with 95% stenosis and was 18 mm long, with a reference vessel diameter of 3.0 mm. Timi flow was 3. The target lesion was treated with pre-dilatation and placement of a 3.5 mm x 20 mm promus priemier stent. Following this intervention, post-dilatation was performed with 0% residual stenosis. Three days later, the subject was discharged. In (B)(6) 2020, the subject presented with unknown symptoms of chest pain. Angiography revealed unstable angina and the subject was hospitalized for further evaluation and treatment. Four days later, the 99% stenosis in target lesion was treated with coronary artery bypass graft from the proximal lad to the left posterior descending artery. Nine days later, the event was considered recovered/resolved and the subject was discharged on aspirin and clopidogrel. It was further reported that during the index procedure, the target lesion was treated with a 3.00 mm x 20 mm promus priemier stent instead of a 3.5 mm x 20 mm promus priemier stent as previously reported. It was further reported that post intervention in (B)(6) 2020, residual stenosis was 0%.

Manufacturer narrative:
Device is a combination product.

Event description:
Promus premier (B)(6) registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The subject was on prior regimen of aspirin and p2y12 at the time of the index procedure. Heparin or other anti-thrombin was also given. The target lesion was located in the mid left anterior descending (lad) artery with 95% stenosis and was 18 mm long, with a reference vessel diameter of 3.0 mm. Timi flow was 3. The target lesion was treated with pre-dilatation and placement of a 3.5 mm x 20 mm promus priemier stent. Following this intervention, post-dilatation was performed with 0% residual stenosis. Three days later, the subject was discharged. In (B)(6) 2020, the subject presented with unknown symptoms of chest pain. Angiography revealed unstable angina and the subject was hospitalized for further evaluation and treatment. Four days later, the 99% stenosis in target lesion was treated with coronary artery bypass graft from the proximal lad to the left posterior descending artery. Nine days later, the event was considered recovered/resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. B5: describe event or problem corrected. D4: lot number updated from unknown to 0021425548. D4: expiration date updated from unknown to 11/20/2019. D4: unique identifier (UDI) # updated from unknown to (B)(4). H4: device manufacture dated updated from unknown to 11/20/2017.

Event description:
Promus premier china registry. It was reported that unstable angina occurred. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The subject was on prior regimen of aspirin and p2y12 at the time of the index procedure. Heparin or other anti-thrombin was also given. The target lesion was located in the mid left anterior descending (lad) artery with 95% stenosis and was 18 mm long, with a reference vessel diameter of 3.0 mm. Timi flow was 3. The target lesion was treated with pre-dilatation and placement of a 3.5 mm x 20 mm promus priemier stent. Following this intervention, post-dilatation was performed with 0% residual stenosis. Three days later, the subject was discharged. In (B)(6) 2020, the subject presented with unknown symptoms of chest pain. Angiography revealed unstable angina and the subject was hospitalized for further evaluation and treatment. Four days later, the 99% stenosis in target lesion was treated with coronary artery bypass graft from the proximal lad to the left posterior descending artery. Nine days later, the event was considered recovered/resolved and the subject was discharged on aspirin and clopidogrel. It was further reported that during the index procedure, the target lesion was treated with a 3.00 mm x 20 mm promus priemier stent instead of a 3.5 mm x 20 mm promus priemier stent as previously reported.